Manufacturer narrative:
During the eval of the device at the MFR's service center, the display screen was found to be damaged. The ventilator's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.